Manufacturer narrative:
The device will be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Event description:
It was reported that during a surgery on (B)(6) 2024, the supraloop broke causing injury to the ovary and bowel during cautery around the uterus. The supraloop was removed and a new supraloop was used without further issues. Approximately one hour was added to the procedure due to this issue.